Event description:
Reporter alleged the inform system blood glucose monitoring meter has several connector pins that are black. Reporter indicated the system meter would not download the hospital patient results and then noticed 3 of the meter pins are green and the others are black. As a result of the alleged incident, neither patient nor staff were reportedly affected. A request was made for the return of the suspect device and replacement product was sent. Inform system: meter serial # uj40009491 with the base, test strip lot number, and its expiration date not provided.

Manufacturer narrative:
The suspect product is the inform meter.